Manufacturer narrative:
H11: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including pressure testing, clear passage under water testing, and priming testing, and the results were satisfactory, no defects were observed that could generate the reported condition. Usage testing by gravity was performed, and a static leak at the second clearlink was identified in sample #1 and no defects were observed in sample #2. A usage test with a spectrum iq pump was performed and no defects were observed. A water referee back pressure test was performed, and no defects were observed. An autopsy on the second clearlink of sample #1 was performed, and it was observed that there were slight marks at the components. The reported condition was verified in the first sample. The cause of the reported condition was a manufacturing issue. The reported condition was not verified in the second sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked at the y-site port despite the green alcohol caps being in place. This was noticed during use. The device contained total parenteral nutrition. The line was changed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to g2: report source and d4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Correction to h6 and h11: h6: remove 'c19' and 'd14'. H11: update the sentence "two (2) actual devices were received for evaluation" to "the actual device was received for evaluation' and remove "and no defects were observed in sample #2. A usage test with a spectrum iq pump was performed and no defects were observed. A water referee back pressure test was performed, and no defects were observed." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to a3a, e4, h10, and h11: h11: should additional relevant information become available, a supplemental report will be submitted.